Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) year old female patient receiving intrathecal clonidine and morphine (concentration and dose asked; unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that in november 2015, the patient's feet swelled up and she could not go to the health care provider (hcp) for a fill. The cause for the swelling was unknown. The patient had been very sick. The patient had missed two appointments (not refill appointments), and was not sure if the physician will fill her pump anymore. If the physician had been notified of the symptoms, steps taken, and if they had resolved and pump refilled remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received, this report will be updated.